Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor was leaking. This occurred after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing date -- august 25, 2016 ¿ august 26, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted fluid inside the bag and an untightened blue winged luer cap. A functional leak test was conducted after tightening the cap and no sign of leak was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.